Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Today at (B)(6) the doctor was using expressew autocapture and the scrub tech bent the retention plate when loading it. I told her to place that one in the trash and use another one. The other one appeared to "snap" on perfectly and seated correctly but when it was put in the joint space the plate came off. He had to remove it out with a grasper which delayed the case for about a minute. He ended up using a bird beak for the rest of the case to pass suture. The first retention plate was ref# (B)(4), lot# 25408 and the second one (which came off in the joint space) was lot #25229.